Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent needle on the infusion set due to which her blood glucose level was over 700 mg/dl. Further, she attempted to resolve the issue by a bolus via the pump. Subsequently, on (B)(6) 2019 she was admitted to the hospital due to diabetic ketoacidosis, where she received fluids and intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2019, she was released from the hospital with no permanent damage. No further information available.